Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image was not clear and very dull on the camera head. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was not clear and very dull on the camera head. There were no reports of patient harm.